Manufacturer narrative:
(B)(4).

Event description:
Received information that when the lead was implanted no muscle contraction could be established below 6 volts of stimulation. Stimulation with the unipolar needle had been a success, muscle contraction with <0.5v. This happened 3 times. With a new electrode they were able to achieve good stimulation. Patient outcome was good stimulation with the new electrode.